Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer reported that medication could not be loaded into the pyxis cabinet. Technicians encountered a scanning error indicating that scanning could not be completed due to a pending item. Customer had investigated the issue but was unable to identify the source of the problem. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.